Event description:
Newborn baby 34 weeks gestation intubated in nicu with hydronephrosis. When opening the package of microbore conversion plumset tubing in preparation of administering IV drip infusion, the rn noted that the tubing was detached from the cassette. The tubing appears to be cut through. The rn saved the package and tubing set and used another package. The new package was not defective (do not know if it was the same lot number). Upon review of the current stock with the same lot number, they do not appear to have any defects. The manager shared this with staff and leadership, and will continue to be on alert for any future issue. The event did not reach the patient.what was the original intended procedure?administer tpn.device #1is this a laboratory device or laboratory test?no.